Event description:
It was reported during implant, while placing the right ventricular (rv) lead in the introducer that the lead may have been bent. The lead was unable to get sufficient numbers with the analyzer and the threshold measurements were unacceptable. The rv lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix mechanism.